Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was kinked inside the balloon. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter were returned and analyzed. The data files showed two applications were performed with balloon catheter 2af284 with lot 92826 and a system notice 50012 ¿the refrigerant delivery path is obstructed¿ appeared on all applications. Additionally, the data files two more applications were performed with balloon catheter 2af284 with lot number 60151 with no system notice or issues. Visual inspection of the reported balloon catheter showed the device was intact with no apparent issues. The balloon catheter passed the performance test, but during inflation, the kink on the guide wire lumen under the balloon segment was observed. Additionally, dissection showed a guide wire lumen kink was at 1.36 inches from the tip inside the balloon. In conclusion, the reported balloon catheter failed the performance test due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.